Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve, the balloon to the 26mm commander delivery system (ds) burst as the valve was being deployed. Per report, the valve had been fully deployed and showed a good result. While no leakage was observed in the ds, blood was seen in the syringe. The balloon was then retracted to the descending aorta, but could not be withdrawn through the 14fr esheath+ due to a circumferential tear in the balloon; this caused the distal portion of the balloon to assume an umbrella shape. Both the esheath+ and the ds could not be advanced or withdrawn further within the femoral artery. In response, surgical cut-down was performed to withdraw the system. The final patient condition was reported in stable condition. According to the provided device imagery, the distal tip with balloon was separated from the balloon shaft.

Manufacturer narrative:
The investigation is ongoing.